Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-jun-2017, fse arrived at the site to address the reported event. Fse replaced the sample nozzle and performed alignments and level sense adjustments. The customer was subsequently able to run quality control (qc) and five assays, including ca27.9, without issues. The qc results were then loaded to sharepoint. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample nozzle.

Event description:
On (B)(6) 2017, the customer reported a failed proficiency test for ca27.9 with their a1a-2000st. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results for ca27.29 and a delayed reporting for afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.